Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
(B)(6) 2022, 10:20 am, when using a bronchoscope to perform irrigation therapy on a patient. There was no lh-150pc halogen light source at 10:21 am, repaired it at 10:22 am, the lamp was burnt, after replaced it, the lh-150pc halogen light source could be used normally at 10:32 am to completed the examination. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other light source. Based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that the halogen light source had been used beyond its useful life. Causing the halogen light source to burn out and stop lighting. The hospital replaced, the lamp by themselves. Then the device could be used normally. Reminded the hospital, that they should be in accordance with the device in IFU to use, to confirm, the service life of lamp. For over life or about to life of the lamp should be replaced in a timely manner to ensure the normal use of device. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured hinaitokei on 19-sep-2019 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 19-sep-2019. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.